Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the vertek arm for the navigation system was loose. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The vertek arm was returned to the manufacturer for analysis. Analysis found that the arm would remain loose after tightening on the starburst end. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.